Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid via an implanted infusion pump. It was reported the patient went to the ER with withdrawal and psychosis issues. The caller believed the patient was having withdrawals and the pump was empty. It was noted the patient's pump was not alarming.